Manufacturer narrative:
(B)(4). The device was returned and evaluated. It was noted the electrodes were twisted causing a short circuit. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported the tips of the bipolar inserts were burned. There was no report of patient impact.